Manufacturer narrative:
Claim number (B)(4).

Event description:
The healthcare provider reported injecting a patient with evolysse form in her lips on (B)(6) 2025. Approximately four days post injection on (B)(6) 2025, the patient reported bumps and a feeling of sandpaper. Additional information has been requested to determine if the bumps required medical intervention, however we are reporting this event out of an abundance of caution. Safety database reference number (B)(4).